Event description:
Complainant alleged that the clinicians were performing a synchronized cardioversion for a pt (age and gender unknown) who was presenting a heart rhythm that was fluctuating from "w-p-w syndrome to atrial fibrillation and tachycardia." The clinician discharged the device at 50 joules "several times", and at 75 joules one time, but the pt's heart rhythm was not converted. The clinician then obtained a second device and successfully converted the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.